Event description:
It was reported that a revision surgery was performed in the patient due to instability. Insert was found broken. No delay or additional injuries reported. A back up device was available.

Manufacturer narrative:
The associated journey bcs articular insert was returned and evaluated. A lab analysis conducted during this investigation indicated that articulating surface of the insert was worn with discoloration. The insertion/extraction slot was damaged, likely due to removal. The tip of the post was broken off and damaged. There were no observations of material or manufacturing deviations in the course of this investigation. The batch number could not be identified on the part due to wear, thus the manufacturing records review cannot be performed at this time. Complaint history review could not be performed with any accuracy due to lack of batch information. Our clinical evaluation noted that no clinical documentation was provided. Without this information, the root cause of the reported event cannot be concluded. The reported instability and revision cannot be determined at this time. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.